Manufacturer narrative:
Per tandem user guide: only use u-100 insulins in your pump. Only u100 humalog and novolog have been tested and found to be compatible for use with the pump. The use of insulin with lower or higher concentration insulin may cause over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer reported to using off label insulin, but name of insulin was not provided. Tandem technical support informed customer that using non compatible insulin is off label per the tandem user guide. Customer declined follow up from tandem technical support. Blood glucose level was 200-300 mg/dl.